Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During the post-procedure check which occurred a day after implant, loss of capture was noted on the left ventricular (lv) lead. X-ray imaging was conducted which revealed lv lead dislodgement. The lv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.